Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. Visual inspection noted that the instrument was received partially applied with one clip remaining. The clip counter was not active. Visual inspection of the jaws noted damage to the jaw. No visual abnormalities were observed. Functional evaluation found that the instrument was applied to appropriate test media. The instrument cycled without binding. The clip advanced into the jaws, formed properly, and was held securely in place after full formation was achieved and the firing handle was released. It was reported that the clips were splitting. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: a damaged jaw. Visual evaluation noted that the jaws were damaged. Functional testing found that the clip remained in the jaws due to the damage. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. The product analysis noted evidence that the device was not used as intended. This issue may occur when the distal end of the device is subjected to excessive manipulation or applied over an obstruction during application of the instrument. The m anufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: firing a clip over another clip or other obstructions may result in bleeding and/or leakage and may damage the instrument jaws. Also, avoid excessive twisting of the jaws or tissue manipulation when firing the instrument. Deflecting the jaws and/or shaft during firing may result in an improperly formed clip and possible bleeding and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was received partially applied with one clip remaining. The clip counter was not active. Visual inspection of the jaws noted damage to the jaw. No visual abnormalities were observed. Functional evaluation found that the instrument was applied to appropriate test media. The instrument cycled without binding. The clip advanced into the jaws, formed properly, and was held securely in place after full formation was achieved and the firing handle was released. It was reported that the clips were splitting. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: a damaged jaw. Visual evaluation noted that the jaws were damaged. Functional testing found that the clip remained in the jaws due to the damage. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. The product analysis noted evidence that the device was not used as intended. This issue may occur when the dis tal end of the device is subjected to excessive manipulation or applied over an obstruction during application of the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: firing a clip over another clip or other obstructions may result in bleeding and/or leakage and may damage the instrument jaws. Also, avoid excessive twisting of the jaws or tissue manipulation when firing the instrument. Deflecting the jaws and/or shaft during firing may result in an improperly formed clip and possible bleeding and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic colon resection, two clips came out when fired outside the surgical field. A new product was taken out and used to resolve the issue. There was no patient injury.